Event description:
It was reported the the pt transferred to a clinic after receiving 3 shocks . Upon interrogation, the device had no telemetry. The device subsequently tested out of specification during manufacturers analysis.